Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their assay range is set to 0-1,000 but should be 1-1,000 so if zero, the sample will be flagged. The customer reported that their result was not flagged. The customer gave permission to the ccc to pull instrument data. The ccc found low milli absorbance (mau) readings on the sample. The customer then repeated the sample in a sample cup instead of a small sample cup (ssc). The customer did not request service and stated they believe it to be a sample issue. The cause of the discordant, falsely negative human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely negative human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was not reported out to the physician(s). The same sample was repeated on the same instrument and resulted higher. The customer then repeated the same sample on an alternate dimension exl instrument two times; both repeating higher than the original result. A corrected report was issued but it is unknown which repeat result was reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely negative human chorionic gonadotropin result.